Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call absence of no delivery alarms on the insulin pump. Customer's blood glucose level was in the 200 to 250 mg/dl range. Troubleshooting for absence of no delivery was performed. Customer was unable to complete the troubleshoot process as a result of not having the insulin pump.